Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the defibrillator was explanted; however, the electrode could not be explanted as it was caught in the steel suture following the sternotomy.as a result, the electrode was surgically abandoned. Following an inflamation in the xyphoid area and a delayed healing, a new intervention was performed to explant the electrode. The samples made during this intervention found a staphylococcus. No additional adverse patient effects were reported.